Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). The adverse event is deemed serious as it required medical / surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the pt. The surgeon in the case had to use a local anesthesia on the urethra to facilitate the removal of the fully inflated balloon.

Event description:
Complaint received as follows: catheter was placed in gynecological procedure. When the catheter should be removed by the surgeon, he could not empty the balloon. The catheter was also cut, but without any results. The surgeon had to block the ureter (urethra) to be able to remove the catheter which had full balloon.